Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 17/feb/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicate leakage from the bottom of access port. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as the port was removed and replaced due to leakage. The leakage may have been caused by a needle stick.